Event description:
Unomedical reference number (B)(4). Event occurred in colombia on (B)(6) 2024, it was reported by the patient's mother that her child faced an issue with infusion set as the product was not adhering. Moreover, the insertion site was patient's abdomen. No further information was available.